Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a possible pocket infection with lead vegetation. Cultures were taken. It was reported that the patient was possibly allergic to the system. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.